Manufacturer narrative:
Date of event: exact date unknown, event occurred around 2017. Implant date: 2017. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4) , batch: 14875949.

Event description:
It was reported that the patient underwent an unknown procedure for an unknown reason wherein it was mentioned that the leads were cut and removed. Fluoroscopy was taken and showed that there is still a small amount of lead attached to the ipg that was left inside the patients body.